Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a gradual increase in shock impedance, up to about 130 ohms. A look at the vector breakdown revealed an issue with the rv lead coil. Thresholds were stable and amplitudes were low, bur in range. A commanded shock was going to be delivered, to test the lead. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this right ventricular (rv) lead had a gradual increase in shock impedance, up to about 130 ohms. A look at the vector breakdown revealed an issue with the rv lead coil. Thresholds were stable and amplitudes were low, but in range. A commanded shock was going to be delivered, to test the lead. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this rv lead showed functional undersensing, decreased r-waves, and the high sli continued. As a result, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The 3191 patient code accounts for the additional intervention that occurred.